Event description:
The field engineer reported that the system displayed a communication error message and locked up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The contacts on the generator interface and fluoro function boards were cleaned. The system was then found to be operating as intended.